Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the insulin pump and there is moisture inside. The blood glucose reading is 84 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window, a cracked case at the display window corners, and a cracked reservoir tube lip. No moisture damage was noted on the electronics.